Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. The patient was not reimplanted with another device due to ongoing middle ear infections and cholesteatoma. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
This report is submitted on august 22, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 due to cholesteatoma at implant site. Re-implantation is planned but has not taken place as of the date of this report, (B)(6) 2016.